Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch could not be used during a diagnostic procedure. The issue occurred during start of the procedure and it was delayed. The procedure was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿wireless footswitch does not work intermittently.¿ the philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) / field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and health impact codes were corrected.

Event description:
It has been reported to philips that the wireless footswitch was intermittently cutting out during exposure. The system was in clinical use. The procedure was completed using a wired foot switch. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.